Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures error was noted during testing, and no hardware low level failures error are found in the formatted history files. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.